Event description:
Forward abo blood typing discrepancies with the automated ih-1000 blood bank analyzers ((B)(6)) have occurred 8 times [(B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023]. These infrequent* discrepancies are suspected to be the result of carry over contamination from the anti-d well into the anti-b well of abd(dvi-)+rev gel cards. The majority of discrepant results presented as a forward blood type of b instead of o with a corresponding reverse type consistent with group o. In one instance, the discrepant result presented as a forward blood type of ab instead of a with a corresponding reverse type consistent with group a. In all cases to date, prior blood type history was available for comparison. Mitigation strategies, including additional reconfirmation of b and ab types, have been developed in our facility to ensure safe transfusion practices. We have attempted a trial of gel card centrifugation prior to use, however, visual inspection still demonstrated reagent splashes. There have been no mistranfusion events nor errors in resulted abo typings to date. An investigation with the manufacturer (biorad) was conducted which included repeat testing of implicated samples in their laboratories, on-site evaluation of these analyzers in our laboratory, and our methods. While on site, the manufacturer also evaluated the actual gel cards in our inventory and shipping conditions. We have documented that discrepancies could be replicated in our lab by selecting gel cards with visible gel reagent splashes in the reaction chamber by running abo automated types on known o positive patients. The discrepancies have not been observed with rh negative patients. The conclusion is that carry over of anti-d gel reagent into the b well is agglutinating the rh positive patient red blood cells. The supplier has confirmed their quality control of gel cards leaving the manufacturing facility. The supplier is investigating shipping conditions that may cause these gel card anomalies en route to lab; 8 discrepancies identified over this 10 month period. Average number of type and screen samples per month ((B)(6) 2023 to (B)(6) 2023)= (B)(4) with an estimated incidence of(B)(4) for type and screen tests performed. Reference reports mw5147961, mw5147962, mw5147963, mw5147964, mw5147966, mw5147967, mw5147968.